Event description:
The customer reported that her olympus high flow insufflation unit was intermittently experiencing a pressure problem during therapeutic laparoscopic cholecystectomy procedure. According to the initial reporter, this event caused a 20-minute delay to the procedure. However, the intended procedure was successfully completed using the subject device without any patient harm. During the device evaluation, it was discovered that unit¿s alarm was sounding and the leds on the display panel turned off. This report is being submitted to capture the compromised front panel display.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, as noted in b5, the unit¿s alarm system was sounding, and the led front panel was failing due to a damaged printed circuit board. Additionally, an e03 error code was found logged in the system, though did not appear during the inspection. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.